Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (ad 06/26/2018). Medical records reviewed for MDR reportability. Patient received bilateral attune total knees on (B)(6) 2014. Patient's right knee was revised on (B)(6) 2016. This event is addressed in (B)(4). Patient's left knee was revised on (B)(6) 2016, for pain, subsidence and aseptic loosening of tibial base plate, at the implant to cement interface. Revising surgeon reported osteolysis beneath tibia and femur components. Doi: (B)(6) 2014; dor: (B)(6) 2016; (left knee).